Manufacturer narrative:
The electrodes were not received at zoll medical corporation. Instead, photos of the patient's burn and electrode pads used were provided. The patient suffered a small burn that measures about 1.5 centimeters. The photo of the electrode pads used show the area of the burn marked by a black smear and blood stain located on the rim of the conductive plate. The conductive gel also appears to be torn and folded over at the location of the burn. However, it cannot be firmly established if this occurred before or after the pad was removed from the patient. It is concluded that the electrode pads were used incorrectly. It is important to note that the instruction for use states "maximum pacing settings are 75ma/150ppm. Electrodes should be replaced after 24 hours, or 8 hours of pacing." During this event, the patient was paced for 12 hours with no evaluation of the patient's skin or change of electrodes. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a (B)(6) male patient, for about 12 hours, after removing the electrode pads, burns were found on the patient's skin. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently sustained a burn.